Manufacturer narrative:
Device explant/return information did not pertain to this record prior to analysis results. That information has been documented in prior MDR under reference # 2017865-2015-29389. Final analysis found broken wire bonds within the pulse generator, resulting in intermittent contact with the rf module. This is likely the cause of the reported backup operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated fall, the patient began experiencing pocket stimulation. In clinic, the pulse generator was found to be operating in backup vvi mode. A diagnostics anomaly was also observed. A software download was successfully performed. The device exhibited normal functionality and the pocket stimulation had ceased.